Event description:
Failure to alarm: 4 cases where ¿ the alarm did not go off when it should¿ were reported. Patient¿s safety issues.

Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc. (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys soft port stand alone. Smith & nephew received the above reported complaint for failure to alarm. No samples or lot number information were provided however, pictures were provided for evaluation. The pictures showed an upper chest wound located in the center of the chest (upper sternum area). It showed the soft port ¿compressed¿ therefore indicating that negative pressure was being applied. It also showed what appeared to be a leak of yellowish exudate coming from the lower area of the wound (lower part of sternum) from the edges of the negative pressure wound therapy transparent drape. A possible explanation for the leak is that the location of the wound could have proven challenging in obtaining a seal. The picture shows the drape with what appear to be wrinkles and the wound is located between the pectoral muscles or sternal attachment area. Due to the anatomy, this area could have allowed for the accumulation of exudate on the drape distal from the wound site, not necessarily affecting negative pressure. There is no indication that therapy was interrupted. Regarding pump not leak alarming, the pump operates normally for leak rates up to a range of 2.5 -3.5 l/min but is designed to alarm for excessive leak if triggered by pressure differentials between pump pressure selector setting and the sustained pressure measured on gauge, reacting as an indication that the desired sustained pressure is not stable due to a leak. A possible root cause is that in the normal operation of the soft port, dressing absorbed exudates that slowed down the transport of freshly pulled exudates in system. In that circumstance, the pump maintained negative pressure as reported, and canister was receiving a smaller volume due to partial occlusion in soft port. This issue has been confirmed. Smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.